Event description:
The lay user/pt contacted lfs alleging inaccurate erratic readings on the pt's one touch ultra link meter. The pt first noticed the high readings on the afternoon of (B) (6), 2010. The pt obtained the following readings throughout the day on (B) (6), 2010: 183 mg/dl, 138 mg/dl, 84, 103 mg/dl and 200 g/dl. The results of 138 mg/dl and 84 mg/dl were within 20 mins from one another. The results were greater than 20 mg/dl or 20% from one another. The pt exhibit symptoms of feeling shaky and disoriented at an unspecified time later. The pt then ate more food/drink. The pt did not seek any medical attention or contact their physician for assistance. The test strips were in good condition and not expired. A quality control test was not done since the pt did not have any control solution. The product was replaced. The complaint is being reported since the pt alleged that due to the elevated reading she developed symptoms of a serious injury and had to self-treat with food.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.